Event description:
It was reported a patient's atrial lead presented with noise. The patient also experienced dizziness. No changes were reported.

Manufacturer narrative:
Further information requested but not received.